Manufacturer narrative:
A titan one touch release pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in the strain relief of cylinder 2. Testing revealed this to be a site of leakage. Surface abrasion was noted on the exhaust tubing of cylinder 2, the detached inlet tubing, and all pump tubing. No functional abnormalities were noted with the pump, cylinder 1, or detached inlet tubing. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with this separation indicates that sufficient stress was exerted on the serialized strain relief of cylinder 2 to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, though not verified, titan stopped to work (B)(6) 2020. Was implanted (B)(6) 2015. Damage of the left and right tubes near the cylinders. The device was removed/replaced and is available for return. Another titan was implanted immediately es2922 with increasing of length